Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-102 - scratched strip issue. Complaint origin from (B)(6) - (B)(4) distributor. Note: follow-up call was made by (B)(6) on (B)(6) 2019 in an effort to ensure the customers new replacement products are not causing the error and high results as previously stated. Readings as previously stated by the customer. Customer confirmed received replacement and no further diabetic symptoms. Follow up: submitted by (B)(6) on (B)(6) 2019: "current reading 18.6mmol, sob on exertion. I advised to repeat in 1 hour also I advised to see g.p. Able to speak no sob heard." He had hospital admission on 7/03 x 3 days. Currently at home. He didn't give sn as not feeling up to it, no further diabetic symptoms. Patient is unhappy he didn't receive a call until now. He would like a call from head office. Currently reading 18.6, sob on exertion. But sob on exertion. Currently on steroids- then reverts back to normal readings. On (B)(6) 2019- trividia (B)(4) provided additional information from customer. Customer discarded the meter. Gp checked him when it was then discovered reading was high 28mmol. Sent to hospital. He said he's on steroids not insulin. Readings go back to normal when off steroids. Using proper technique. No symptoms prior to e5. Can't remember if he was fasting when reading 28 with general practitioner (he is an ex paramedic). He wasn't feeling great when on phone but spoke of being an ex-paramedic when I mentioned getting medical advice. He said he would repeat test. He ate late last night which is a factor he said.

Event description:
Consumer reported complaint for high results and e-5 display. Distributor is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 18.6mmol/l (unknown if fasting or non-fasting). The expected fasting blood glucose test result range is 4-6mmol/l. The customer did report symptoms of shortness of breath. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.